Manufacturer narrative:
The insulin pump was received with the currents within specification and passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump also passed self-test and unexpected restart error alarm test. No unexpected restart error alarm anomaly noted. No unexpected restart anomaly noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed an unexpected restart. The alarm occurred shortly after inserting a new battery. The customer's blood glucose level during meal time was 147 mg/dl. The temperature basal was not programmed before the alarm occurred. The insulin pump was not stored or not in use for an extended period of time. The insulin pump was returned for analysis.